Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a non endologix (cook) iliac extension to treat an abdominal aortic aneurysm (aaa). This procedure is outside the indications of use. Approximately two (2) years post initial procedure, a indeterminate endoleak (posterior) was reported. As of the date of this report, there have been no additional patient sequelae reported. Additional information: during the clinical investigation, the indeterminate endoleak was determined to be a type ii endoleak.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported posterior endoleak is confirmed as a type ii endoleak (not specified as to source) and is most likely anatomy related. There were no procedure related harms identified. The final patient status is reported as being monitored. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx2."

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx2".

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a non endologix (cook) iliac extension to treat an abdominal aortic aneurysm (aaa). This procedure is outside the indications of use. Approximately two (2) years post initial procedure, a indeterminate endoleak (posterior) was reported. As of the date of this report, there have been no additional patient sequelae reported.